Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing fatigue presented remotely via merlin.net. Review of the transmission revealed that the pulse generator exhibited inappropriate mode switching due to competitive atrial pacing. No intervention was performed.